Event description:
(B)(4).

Manufacturer narrative:
Document review: amistem h femoral stem size 2 std - ref. 01.18.132/ lot 124046 (B)(4) stems produced). All parameters have been found to be in accordance with the specifications valid at the time of manufacturing, included washing and sterilization cycles. (B)(4) stems belonging to this lot have been already implanted and no similar incidents have been reported up to now. From the data collected, there are no evidences that the event is device related.